Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 170854 with 20 normal human serum (nhs) samples from the specificity panel, and 1 of each negative nhs diluent, hiv-1, hiv-2, and p24. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number: 7d2648/ lot: 170854, device part number: 10732998/ lot:166001. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 168386 showed that the current overall incident rate is (B)(4). Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue. H3 other text : single use; device discarded.

Event description:
The customer reported an unknown quantity of false positive results with the determine hiv 1/2 ag/ab combo 25t performed on or before (B)(6) 2022. This MFR. Report is two (2) of two (2) and is in regard to lot number 170854. The quantity of false results per lot number was not provided. Although requested, no additional information, including patient treatment and outcome, was provided.

Event description:
The customer reported an unknown quantity of false positive results with the determine hiv 1/2 ag/ab combo 25t performed on or before (B)(6) 2022. This MFR. Report is two (2) of two (2) and is in regard to lot number 170854. The quantity of false results per lot number was not provided. Although requested, no additional information, including patient treatment and outcome, was provided.

Manufacturer narrative:
The date provided is an estimate as the exact date of occurrence was not provided. The remainder of the investigation remains in progress. A supplemental report will be provided after completion or upon receipt of new information. Single use; device discarded.